Event description:
The reporter indicated that a implantable collamer lens was implanted and excessive vault was observed. Doctor considering an exchange. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A1-unk, a2 - unk, a3 - unk, a4 - unk, a5 - unk, a6 - unk, b3 - unk, d2 - product code: unk (esubmitter software does not allow for a blank or 'unk' entry), d4 - unk, d6a - unk, d6b - unk, h4 - unk. Claim# (B)(4).